Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 12mg/ml dilaudid at a dose of 4.8mg/day, and 26mg/ml bupivacaine at a dose of 10.4 mg/day via an implantable infusion pump for cervical fusion and knee replacement. It was reported that the patient's pain was not being relieved after their last knee surgery. The patient's dose was increased and the patient was still not receiving relief. The patient reported that they fell a few months ago, however, there was no evidence to suggest the fall was related to the pump. No diagnostics were performed and the volume of the pump was what it was expected to be. It was reported that the pump was replaced. It was unknown if the issue was resolved at the time of the report. The status of the patient was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found no anomalies with the pump. If information is provided in the future, a supplemental report will be issued.